Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose level ranged between 130-203 mg/dl.the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.